Manufacturer narrative:
Balt USA reference #(B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "see the appendix" additional information received from balt extrusion: "balt extrusion sas was notified of an incident that occurred in germany. The incident description provided by bfarm is as follows: "aneurysm recurrence following balloon-assisted coiling of an acoma aneurysm, accompanied by symptomatic flair-hyperintense changes in the medulla with multiple microhaemorrhages several days after the procedure. Symptomatic due to a generalised epileptic seizure. Suspected foreign body reaction. Material: envoy da xb (johnson & johnson), balloon (eclipse by balt), microcatheter (excelsior sl10 by stryker) we cannot identify a single catheter. It may be a problem with the combination of catheters used in the procedure (e.g. Friction causing detachment of the catheter coating)" a suspected foreign body reaction was reported during a procedure involving the eclipse2l catheter, as well as medical devices from other manufacturers.the incident led to aneurysm recurrence, accompanied by symptomatic flair-hyperintense changes in the medulla with multiple microhaemorrhages several days after the procedure."